Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 11-mar-2024, it was reported that the patient faced a kinked cannula. The events occurred within 3 hours of insertion. The insertion site was at abdomen. The first site was inserted with pump trainer. Blood glucose level was unknown with no specific value. The patient replaced the infusion set and resumed on insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.